Event description:
Event description boston scientific crm received information that during a revision for right ventricular (rv) non-capture, this 4055 rv lead was noted with a kink in the body and was then repositioned. Upon interrogation of the 1298, no p-wave measurements could be obtained. Since normal atrial sensing was confirmed through the pacing system analyzer, the physician chose to replace the 1298 device. When pulled on, the lead body of the 4054 atrial lead separated from the terminal pin as it had become stuck in the device header. The 4054 lead was then surgically abandoned. A replacement 4087 atrial lead was attempted and removed due to high thresholds and a stuck helix mechanism; a different 4087 atrial lead was then successfully implanted. The device and two atrial leads (existing and attempted implant) were returned for laboratory testing.